Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a low blood glucose level (specific value was not known) and loss of consciousness; cause was not known. Reportedly, customer was intoxicated and found unresponsive with nearby infusion set on the table as if they were performing cartridge change, with multiple syringes and an empty insulin vial. Unknown if pump was used to perform bolus or manually via syringe. Contact was unable to provide further information, customer still in hospital at time of report so no release date could be obtained.